Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator and failed the energy delivery test. Electrical continuity test failed in the hook; no damage found on the conductor wire. The initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled, and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. No thermal damage was observed. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument did not work. No known impact or patient consequence was reported.